Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing disconnected at the site. Therefore, her blood glucose level was over 400 mg/dl at the time of the event, which she tried to treat it with correction injection via multiple daily injection and changed out the infusion set. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.